Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 9mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon burst upon initial inflation 4 atmospheres for 2 seconds. The device was withdrawn normally, and the procedure was completed with a different device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon burst upon initial inflation 4 atmospheres for 2 seconds. The device was withdrawn normally, and the procedure was completed with a different device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.